Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) was dispatched to evaluate the system. The fsr was unable to duplicate the reported problem. After review of computer logs, it was determined anti-virus software scanned during patient testing, then a computer error occurred. The customer was provided information regarding the use of the product and anti-virus software scanning and that scanning must be disabled during patient testing.

Event description:
The customer reported that while using the static and dynamic compliance, the track master treadmill dom 220v stopped while performing a vo2/exercise study on a patient. The customer reported that there was no patient harm or injury associated with the event.